Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted flail and prolapsed posterior. The first clip was successfully deployed. Then a second clip delivery system (cds) was advancing to the mitral valve to further reduce mr; however, when the clip was opened in the atrium, one gripper would not raise. The clip was unlocked to re-perform steps, but the gripper would still not raise. The cds was removed with the clip attached. The procedure continued with another clip. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported gripper actuation issue was not confirmed via returned device analysis. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incident reported from this lot. Based on available information and without a confirmed failure mode, a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.